Event description:
The customer reported a cleaner fluid leak of approximately 2ml from under the probe on a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument and was observed while the customer was performing preventive maintenance. The customer was wearing personal protective equipment at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found a cleaner leak during shutdown. The leak was caused by a misaligned probe wash collar. The fse performed probe wash collar alignment and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(4).